Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. During the procedure, the patient experienced a fundal rupture. The patient required an emergency hysterectomy. Additional information has been requested.